Event description:
Customer called to report the pump's reservoir had small metal pieces inside the reservoir. It was stated that the customer ran a lead screw test and the lead screw appeared to over rotate.